Event description:
On (B)(6) 2013. I was admitted into (B)(6) hospital due to anima. My blood was very low and was admitted because I need a blood transfusion. When I was discharged form the hospital I was told to follow up with my doctor. I went to by gyn doctor. Due to my heavy bleeding during my period each month. He sent me for a sono and I was told that I have an enlarge uterus and adenomyosis. I never in my life had this issues. I feel its the essure device. I'm bloated and in pain. On (B)(6) 2013, I had a bowel movement which had small grayish silverish fragments in the toilets water.